Manufacturer narrative:
Section d5, g3: corrections; section h4: additional information. Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported event of no external power alarms. The log file contained approximately 3 days of data (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp. The log file captured no external power alarms on (B)(6) 2020, from 21:51:32 to 21:51:35 and from 21:51:57 to 21:52:00; the alarms were associated with both power cables being disconnected from external power and with atypical power cable disconnect events while connected to 14v batteries. The log file did not indicate any issues with the mobile power unit (mpu), and the no external power alarms did not occur while connected to the mpu. Additional information provided stated that the mpu is operational and the patient denied the power cord coming loose from the wall or from the back of the unit, which is consistent with the data in the log file. The reported event could not be correlated to an issue with the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) section 3 "powering the system" describes the various ways to power the heartmate iii lvas, including how to use the mpu, and explains the all mpu visual indicators and alarms. This section also explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient was switching to the mpu she heard a no external power alarm and when she switched back to batteries it resolved. Then went to switch back to mpu and it occurred again and then resolved on its own. She stated it was connected to ac wall outlet with green light on and denied power outage. Technical services reviewed the log file and found no external power alarms on (B)(6) 2020 due to change of power (batteries to mpu) where the controller operated on ebb due to transient complete loss of power to the controller. The events appears to be associated with possible patient error and not an issue with the equipment. The patient denied the power cord coming loose at the wall/outlet or at the back of the unit. The patient was using the locking version of the mpu ac power cord. No further information was provided.